Event description:
Information was received that a smiths medical ventilator would not hold the battery. It was reported the battery compartment popped apart during patient transport. No patient injury resulted.

Manufacturer narrative:
One pneupac parapac ventilator was returned for analysis in damaged condition. Upon visual inspection the battery holder was found damaged and the outside ring assembly was broken off. Based on the evidence the complaint was confirmed. However the root cause is unknown.